Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for low impedance. The impedance has returned to normal parameters and the alert has been cleared. The lead remains in use. No patient complications have been reported as a result of this event.